Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed analysis was performed and no anomalies were found.

Event description:
It was reported that during the implant procedure there were problems with the setscrew of the implantable cardioverter defibrillator (ICD). Another device was implanted. No patient complications have been reported as a result of this event.